Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tlc75 firing knob stopped at the beginning (locked out). Another instrument was used to complete the case. There was no consequence to the pt.